Manufacturer narrative:
The device was returned for analysis. A visual inspection revealed that no issues were found, the device appears to be in good conditions. The tip marker band and femoral marker bands were observed complete, and drawings are consistent with the specifications. Also, the telescope marker bands are consistent with the specifications. No other issues were identified during the product analysis.

Event description:
It was reported that marker bands damage occurred. The target lesion was severely tortuous. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the second marker band extended from the large cavity, then was lifted up and the device could not cross and could not be used. The procedure was completed using another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that marker bands damage occurred. The target lesion was severely tortuous. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the second marker band extended from the large cavity, then was lifted up and the device could not cross and could not be used. The procedure was completed using another of the same device. No complications were reported, and the patient was stable post procedure.